Event description:
It was reported ((B)(6)) the pt's ipg header for contacts 9-16 was not functioning properly. The issue was found during a procedure to add a second lead to cover additional pain. The pt's ipg was replaced with a new one, which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.